Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitive device due to the recall advisory for the potential for premature battery depletion. No save to disk was received for this device to determine if the premature battery depletion mechanism had presented itself. The boston scientific representative did not have the device battery status information at this time.